Manufacturer narrative:
The device was not returned to resmed. A resmed product specialist troubleshot the device malfunction over the phone however, the device was not with the customer during this discussion. Resmed has attempted multiple times to contact the customer since the original complaint however no call has been returned. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that alarms were triggered on an astral device. There was no patient injury reported as a result of this incident.